Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited backup vvi mode. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.